Event description:
It was reported that the patient presented for a generator exchange. During surgery, it was discovered the atrial lead exhibited high capture thresholds. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.